Event description:
Customer is using onguard 2 spike port adaptor and reported that the spike itself was loose. This was noted in the pharmacy. I believe this was before chemo was involved. Patient involved in the inquiry event-no during prep. No injury.